Manufacturer narrative:
Medtronic reference number: (B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, a 980 ventilator registered higher exhaled tidal volumes than the delivered volume. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.